Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing, fse found that the cr2032 (cmos) battery of the host pc had low voltage. The fse purchased locally and replaced the cr2032 (cmos) battery of the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It does not turn on. It has been reported to philips that the system would not start up. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.